Event description:
The customer contact reported during testing at the user facility, the device did not pass the alarm loudness test. The device audible alarm tone was not loud enough to be heard in the clinical setting and the device turned off when disconnect from ac power. The device was returned to the engineering dept for an unspecified reason. No specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not pass the alarm loudness test. The device audible alarm tone was not loud enough to be heard in the clinical setting. This was due to the main controller printed circuit board. Additionally, during testing it was found the device turned off when disconnect from ac power. This was due to the battery. This report represents all the info known by the reporter upon query by hospira personnel.